Manufacturer narrative:
Additional information: d9, g3, h6. -one unpackaged screw was received for investigation along with ar-2654cl clavicle fracture plate, central third, left, ss. -functional testing has shown that the screw fits too loosely into the threaded hole of the returned plate. -upon visual inspection, there was observed damage to the head of the screw. -the most likely cause for the reported failure is a patient-specific event. -refer to the investigation photos. -the complaint allegation is confirmed as is related to the ar-2654cl clavicle fracture plate, central third, left, ss allegation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that there was a problem with a clavicular plate. At 6 weeks after the initial surgery the plate fractured. This led to recurrent pain, bone deformation and surgical resumption. The plate was removed and a new one was put in place. No further information received. Update avoe 28-jun-2024 this line was opened for the screw with unknown part number, which was returned together with the plate. No complaint allegation was reported for the screw.